Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge could not be filled with insulin; the cartridge appeared to be blocked. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. There was no reported adverse impact to customer's blood glucose.